Event description:
A report of explant due to difficulty charging was received. Patient's pocket was too big and caused ipg to move around. The patient was implanted with a new boston scientific spinal cord stimulator and is reportedly doing well.